Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation and was inflated twice. However, on the third inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.